Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the onetouch veriopro meter read inaccurately compared to a laboratory device. The patient reported blood glucose results of "132 mg/dl" with the subject meter and "166 mg/dl" on a laboratory device, performed within 10-30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
(B)(4):the test strips involved in this case have been returned and evaluated. The customer¿s complaint was not confirmed. However, an additional issue was found during evaluation in that the control solution test failed high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up # 2 ((B)(4))-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.